Manufacturer narrative:
(B)(6). Results: bd did not receive a sample or evaluation. A photo was provided and showed the customers' indicated failure mode of a broken tube. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4350815. Conclusion: unconfirmed complaint. Without a sample, an absolute root cause for this incident cannot be determined. Bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube with a gold bd hemogard¿ closure was broke prior to use. No serious injury, blood to mucous membrane exposure or medical intervention was reported.